Manufacturer narrative:
The returned meter was investigated with known-good retained batteries. Visual inspection was performed on returned meter . No issues were observed. Retain batteries were inserted. Indicator lights did not flash. Meter powered on with button depression. Unexpected characters were observed on the display. The unexpected characters observed on meter's display was not contributing to customer complaint as the meter was able to power on. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.